Manufacturer narrative:
The sheath, 4fc12 with lot number 19959, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked from the middle most likely post procedure. The analysis lab test dilator was unable to be inserted into the sheath due to the previous kink. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.